Event description:
Received info from pt's mother stating her son was in the hosp due to high bg's and ketones.

Manufacturer narrative:
During troubleshooting pt's mother performed a system check and unit worked accordingly. Alerts and alarms were reviewed and no alarms or alerts were recorded in the past two days.